Manufacturer narrative:
Evaluation confirmed that the locking arc was detached from the inner lumen of the outer tube. The distal end of the outer tube was out of round due to impact to its edges causing detachment of locking arc. The most likely cause for this kind of damage is customer mishandling.

Event description:
Allegedly, during a gastric sleeve procedure, the locking arc broke off the instrument and fell into the patient. The doctor immediately removed the broken piece. Per the hospital, the instrument was replaced and the procedure was completed with no delay and no serious injury to patient.